Manufacturer narrative:
Visual inspection of the returned versys femoral head shows dark debris on the head taper. Dimensions were found confirming to print specifications where measured. Review of the device history record for the head did not find any deviations or anomalies. Scanning electron microscope images confirm the presence of dark debris on the head taper. Energy-dispersive x-ray spectroscopy analysis of the dark debris on the head taper indicated the elements c, o, p, cr, mn, co, and mo. This has been a common element breakdown of the black debris found in hip femoral corrosion events. The energy-dispersive x-ray spectroscopy analysis of the base material is consistent with cocrmo. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The implants were in-vivo for more than 5 years. A definitive root cause for the corrosion cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Other device used: catalog #unk, unknown epoch stem, lot #unk manufactured by zimmer inc. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to high cobalt levels. During surgery, it was noted the head and trunnion of the stem had corrosion.